Manufacturer narrative:
Per the manufacturer's technical support specialist, the most likely cause is the coin battery on the ccm is weak or dead.

Event description:
It was reported that "disk boot failure, insert system disk and press enter" message was displayed on the central control monitor (ccm). No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. The user facility replaced the coin battery in the central control monitor (ccm) and the problem was resolved. The defective battery was disposed of and will not be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.